Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the ultrasound gastrovideoscope exhibited not enough adhesive on the screw hole of the distal end cover and adhesive around the acoustic lens was chipped and cracked. There was no patient involvement.